Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5066516). We asked our distributor to identify the sn of the pump involved so to receive the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5066516) of which we had been made previously aware. Event description: pump malfunction error 3. Sending replacement pump and return box. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Dose or amount: 375 microl/hr. Frequency: continuous. Route: IV. Dates of use: from first ship (B)(6) 2015 to continuing.